Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that the patient called with a product complaint but then disconnected the call. Phone call attempt was made but the phone number was not valid. Follow-up was done via mail for clarification. No symptoms were reported and no further complications are anticipated.